Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device started up without any problems but the usb connection was worn and caused the problem that an usb stick could be removed too easily. As a result the main processing unit (mpu) board was replaced. (B)(4).

Event description:
It was reported that the programmer would not start up correctly and the universal serial bus (usb) did not work well. The service disk did not solve the issue. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.